Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer reported "black soot on the inside of the ac container cord and plug." The pump was returned to the biomedical dept. With an unsigned note. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, "black soot on the inside of the ac retainer cord and plug" was noted. There were no reports of any adverse pt events and no reported delays of critical therapies when the pump was in clinical use. Though requested, no additional info was provided.